Event description:
I had an adverse reaction to invisalign dental aligners. After 1 week of wear, my tongue and palate began to burn, became numb, painful and during the second week of wearing the invisalign aligner (lower arch only), I began to experience gastrointestinal distress which included constant burping, burning in my esophagus, burning pain in my stomach. A feeling of "hollowness" in my stomach and difficulty swallowing food. My symptoms became better within 24 hours of removal and within a few moments of reinserting the aligner, all of the aforementioned symptoms started up again. I permanently removed the aligner on (B)(6) and saw my orthodontist today and had to have the attachments removed and discontinue treatment.